Event description:
Dealer states the bearings in the casters wheels are falling out. No injury or property damage. Non warranty.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.